Manufacturer narrative:
A review of the device history record was performed, and no anomalies were found. Per follow-up with a representative in contact with the patient, the patient experienced pain at the lead exit sites, a large red bump, and purulent discharge (i.e., pus) from the exit sites upon removal of the leads. The patient was reportedly diagnosed with a staphylococcus infection by a physician. The patient was reportedly treated with intravenous antibiotics at the emergency room, as well as with oral antibiotics for an additional 5 days, and the infection has resolved. Prior to removal, the lead remained indwelling for 129 days. The sprint system is indicated for up to 60 days of use and the risk of infection from use of percutaneous lead(s) with the sprint system for longer than the indicated length of time has not been studied. Use of the system for longer than 60 days is contraindicated.

Event description:
Patient had an infection at the time of lead explant on (B)(6) 2023. The device was implanted for much longer than the 60 days indicated in the instructions for use. The doctor prescribed antibiotics and MRI imaging. The patient was diagnosed with a staph infection. The MRI showed the infection did not reach spinal cord, but showed inflammation of hips, bottom, and legs.